Event description:
It was reported that a non-abbott bare metal stent (bms) was placed january 2011 and revascularization was performed in (B)(6) 2011. On (B)(6) 2012, re-restenosis of the bms was noted and a procedure of the 75% stenosed, eccentric, non-de novo proximal left anterior descending (lad) artery was completed using a 3.0 x 28 mm xience v stent fully covering the previously placed bms stent. Additionally, the distal lad was jailed and a kissing balloon technique (kbt) was used and the vessel was confirmed by intravascular ultrasound (ivus) to be fully expanded. The procedure was successfully completed and the patient was discharged from the hospital the following day, on (B)(6) 2012. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. During a business trip (B)(6) 2012, the patient died; cause of death was noted as cardiopulmonary arrest. It is not known if an autopsy will be performed. The physician noted that as there is no autopsy currently, there is no information to determine a correlation between the patient's death and the xience v or thrombosis; the possibility is low and the dual antiplatelet therapy had been ongoing. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: (B)(4) indication for use, non-de novo lesion. There was no reported product deficiency. The reported patient effects of cardiac arrest and death are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.